Event description:
It was reported by the patient through social media that he did not experience a decrease in pain with the indirect decompression spacer and therefore, underwent a spacer explant procedure. No further information regarding the device or procedure has been able to be obtained.